Manufacturer narrative:
Correction: "d9 - device available for evaluation?" Was missing from previous report.

Manufacturer narrative:
The reported event of over sensing noise was confirmed. As received, a partial lead was returned in two pieces. An external insulation abrasion was found proximal to the suture sleeve tie impression breaching the ring electrode cable lumen with one ring electrode etfe cable coating also found to be abraded in this location. Electrical tests did not find any indication of conductor fractures or internal shorts. The cause of the reported event was due to the external insulation abrasion with exposed ring electrode etfe cable coating consistent with friction to the device can.

Event description:
New information received notes that the patient was stable.

Manufacturer narrative:
Further information was requested but not received.

Event description:
It was reported that the patient presented for follow up. A device interrogation showed that the right ventricular lead exhibited over-sensed noise. The patient was scheduled for replacement and the lead was explanted. Further information was requested but not received.